Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) a "stinging" in the chest and thought it was from the defibrillator. The patient inquired whether the crt-d gives shock every now and then. The patient reported that the suspected shock could be from a previous stroke but was unsure. The crt-d remains in use. No further patient complications have been reported as a result of this event.